Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the right ventricular lead was oversensing noise. No changes or interventions were performed. There were no patient consequences.